Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for a cori assisted surgery, they were opening the real intelligence 5 mm cylindrical bur, when they took it out of the sterile pack the lid of the tube slid off and the burr fell on the ground. The procedure was completed with the same device without significant delay. The patient was not harmed.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during set up for a cori assisted surgery, they were opening the real intelligence 5 mm cylindrical bur, when they took it out of the sterile pack the lid of the tube slid off and the burr fell on the ground. The procedure was completed with a smith and nephew back up device without significant delay. The patient was not harmed. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since there was a sterile back up device available, and the patient did not suffer any risk because of this incident. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury.